Event description:
The manufacturer received information alleging a ventilator was sounding "circuit disconnect" alarms. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower assembly and flow sensor assembly were replaced due to contamination with dust and dirt.